Manufacturer narrative:
(B)(4). The lot was manufactured from july 20, 2015- july 21, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow. This occurred after the device was filled with 240 ml of an unspecified solution and before patient use. There was no patient involvement. No additional information is available.